Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article entitled, ¿reverse hybrid total hip arthroplasty: a survival analysis of 1082 consecutive cases with minimum five-year follow-up¿ by s. Jain, et al, published by the bone and joint journal (2018), vol. 100-b, no. 8, pp. 1010-1017, was reviewed. This study aimed to evaluate implant survival of reverse hybrid total hip arthroplasty (tha) at medium-term follow-up. The 1082 thas used were implanted between december 2005-march 2012. Implanted depuy products: 415 charnley elite cups, 667 marathon polyethylene cups, 1082 corail stems, 832 metal femoral heads, and 250 ceramic femoral heads. Results captured in pc-000602172: 1 death due to postoperative pneumonia 8 dislocations treated with closed reduction 11 intraoperative unspecified periprosthetic fractures- 8 treated with cerclage and 3 required no intervention. The location of the fractures was not provided; therefore, this complaint captures the cup and the stem for fracture intra-op. 3 venous thromboembolisms treated pharmacologically. 1 sciatic nerve palsy that did not resolve at final follow-up. Treatment was unspecified. 1 femoral nerve palsy that was completely resolved at 6 months. Treatment was unspecified. Captured in pc-000602172: 1 cup, head, and stem: death. Polyethylene cup: implant dislocation. Femoral head: implant dislocation. Corail stem: no reported product problem. Patient harms: nerve injury, joint dislocation, pneumonia, venous thromboembolism, fracture. Parent pc-000602172 will capture the complications that were not identified by patient. The 26 revisions are labeled case 1 through case 25 in the attached guidance document and linked to pc-000602172. (B)(6) female patient implanted with a cemented marathon polyethylene cup, 28-mm metal femoral head, and kla11 corail stem. The cement used to secure the cup was a competitor product. Revised the cup and head 1.02 years after index surgery due to recurrent dislocation. There was no reported product problem with the stem.